Event description:
The device was returned to the service center for a report from the customer contact that there was no power green light indicator at channel 2 and 3. This is not a reportable malfunction. However, during verification testing at the service center burn marks and smell was noted on the power supply printed circuit board of channel 3.

Manufacturer narrative:
During testing, burning and melting was noted on the channel 3 power supply printed circuit board. Additional testing found fluid ingress in the base of device which was the probable cause of the damaged power supply printed circuit board. The customers report that there was no power green light indicator at channel 2 and 3 was confirmed. This report represents all the info known by the reporter upon query by hospira personnel.